Event description:
It was reported that this right atrial (ra) lead was repositioned due to dislodgement confirmed via x-ray and lead testing. Lead currently remains in service. No adverse patient effects were reported.